Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt had met with a medtronic (mdt) representative and their implanting healthcare provider last week. Mdt rep. Reprogrammed the ins. Since the reprogramming, the pt was not getting pain any pain relief and had "electricity going down legs." Pt had attempted to adjust therapy settings, but adjusting therapy settings did not help to resolve issue. Pt said they "still felt the electricity/shocking" and was having some issues with the intensity settings increasing unexpectedly due to adaptive stimulation settings(pt turned therapy down, but the pt's adaptive stim settings were still high in some positions, so pt's intensity settings would increase when the pt switched positions and pt did not know how to properly work with adaptive stim to adjust settings). Patient services specialist explained to the pt how to turn off adaptive stim and how to turn off therapy on controller. The patient was redirected to their healthcare provider to further address the issue. Pt had group a and program 1-4 on their controller. Pt mentioned the trial ins had "completely eliminated the pt's pain."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.